Manufacturer narrative:
Related manufacturer report number # 2916596-2021-00215. Patient's weight was estimated from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dizziness, elevated lactate dehydrogenase (ldh), worsening anemia, and elevated flows on (B)(6) 2021. Log file review showed only one isolated power spike to 12.4 associated with a pulsatility index (pi) event. There was an increased power/flow on (B)(6) 2021. There was no concern for pump dysfunction. Computed tomography (CT) and ramp echocardiogram testing also didn't find anything. The patient was under do not resuscitate/intubate status. The patient's symptons included fluid overload (bloating and fatigue) but no florid heart failure or bilirubinuria were noted. There were no further signs of hemolysis and the patient was under lovenox (enoxaparin) anticoagulation for international normalized ratio (inr) goal of 2.5-3.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed power and flow elevations; however, a specific cause could not conclusively be determined through this evaluation. A specific cause for the elevated lactate dehydrogenase (ldh) and anemia, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The submitted log file contained data from 01may2021 at 11:59:07 to (B)(6) 2021 at 9:40:17. The pump fixed speed was set at 9200 rpm with a low speed limit of 8600 rpm. On (B)(6) 2021 and (B)(6) 2021, the pump power and calculated flow was elevated as high as 9.7 watts and 11.9 lpm. The power and flow elevated were associated with pi events. There were no other abnormal events captured ¿ the only other events were associated with pi events or power cable disconnects. The pump operated at or above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 26aug2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 entitled ¿introduction¿ lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.